Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during the procedure, after the physician navigated the subject guidewire toward the clot in the mca, friction was noted when advancing the subject guidewire and force was used to overcome the resistance. While the subject guidewire was removed from the body, the distal section broke inside the patient and it was left in the anatomy. The physician used a retriever as a snare device to extract the fragment out of the anatomy. The patient's current condition is stable and had a tortuous anatomy. There was a surgical delay of 45 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent at 83.5cm, 97.5cm and 145cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 23cm from the proximal end. The guidewire was returned broken in 2 segments (10cm distal segment and 188.5cm proximal segment). In the proximal segment 188.5cm the core wire was noted to be exposed. In the distal segment 10cm the core wire was noted to be exposed. In the distal segment the guidewire was noted to be broken/fractured 9cm from the distal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection could not be performed due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the distal (approx. 2 inches) of the subject guidewire broke inside the patient and a stent retriever was used to retrieve the broken segment. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was j shaped, continuous flush was maintained for the duration of the procedure, resistance was encountered during the procedure and force was used to overcome the resistance, the issue was noted after the wire was navigated toward the clot in the mca, a microcatheter (0.025" ID) was used with the wire, and a difficult arch in the patient's anatomy was noted. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿, 'guidewire difficult to advance' and 'guidewire difficult to remove/withdraw from catheter' as the issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use (tortuous arch), the product performance was limited. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of 'handling damage' will be assigned to the ¿guidewire ptfe coating peeling¿ and 'guidewire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, after the physician navigated the subject guidewire toward the clot in the mca, friction was noted when advancing the subject guidewire and force was used to overcome the resistance. While the subject guidewire was removed from the body, the distal section broke inside the patient and it was left in the anatomy. The physician used a retriever as a snare device to extract the fragment out of the anatomy. The patient's current condition is stable and had a tortuous anatomy. There was a surgical delay of 45 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.